Manufacturer narrative:
Data from the rescue event was downloaded from the AED by the customer and sent to cardiac science for analysis. The patient had a pacemaker and due to the patient's unusual paced rhythm with low qrs amplitude and slow pacing rate (fixed at 50bpm), the device detected the patient's rhythm as shockable and advised shocks following 3 of the 9 rhythm analysis sessions. Two (2) shocks were delivered to the patient with the lid of the AED being closed before delivery of a 3rd shock. The shocks did not change the patient's underlying ECG and cardiac science's medical director concluded the shocks had not harmed the patient.

Event description:
The rescuers reported that when they arrived at the scene of the rescue, the patient showed no abc (airway, breathing, and circulation). They called their headquarters to confirm the cardiac arrest and then began with CPR and attached the AED. The patient had a pacemaker near the left collarbone. CPR was started and, after AED analysis, continued for other cycles until the AED stated "charge in progress", then the shock button powered up (no acoustic sound, just a light). While waiting for the (B)(6) - advance rescue vehicle) to arrive the AED proceeded with other cycles of analysis and suggested to shock. When the (B)(6) came the rescuers verified a non-shockable rhythm with the professional (B)(6) monitor while the AED (still on patient) was repeating "charge in progress". With (B)(6) authorization, CPR was ended and the patient's death was confirmed.